Event description:
Per the clinic, the patient experienced bleeding at the sound processor magnet site (specific date not reported) and subsequently was treated with topical antibiotics for 7 days (specific date not reported).